Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use. The patient was connected. The baxter technical service representative (tsr) assisted the patient with clearing the error, explained what the error meant, and reviewed proper procedures per the user manual. The patient would stop therapy and contact the peritoneal dialysis nurse in the morning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the caregiver (cg) on (B)(6) 2011, regarding the reported se 2240. The cg stated that they did not really remember the alarm. The cg did remember having to start over with new supplies and that the patient continued the therapy, but the cg did not remember if they noticed anything unusual with the supplies. The cg stated they spoke with the peritoneal dialysis nurse about the alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.